Event description:
It was reported that the pump emitted a burning smell and produced sparks when an attempt was made to turn it off. There was no reported adverse impact to the customer's blood glucose level. The customer arranged for the device to be returned, and a replacement pump was provided.